Event description:
Event description guidant received information that these leads were explanted. After a discussion with her electro physiologist, this patient elected to have her entire system removed as she did not require much therapy. It was reported that these leads were not working. However, specific details regarding the right atrial and right ventricular lead issues are unknown. No adverse patient effects were reported.